Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the device opening? No information. How was the device removed from the tissue? The clamped tissue fell off the jaws without opening. After the device was removed from the tissue , was there any tissue damage? No. If so how was the tissue repaired? Na. Was the intra-op or post op procedure or care of the patient change? No. If yes please explain: na. Was buttressing material used? No information. Was the device difficult to close or fire? No information. Were there any unusual noises heard? No information.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws did not open after the 2nd firing on the colon. While the firing trigger was grasped several times, the target tissue fell off the jaws without opening. The fired site was cut and stapled properly. There were no adverse consequences to the patient.